Event description:
It was reported that the interior center of the battery door is cracked, and the latch lock flex was not functioning properly. Device evaluation revealed a delaminated downstream occlusion sensor. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal is delaminating. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed the pump does not recognize when the latch is locked. The latch lock and downstream occlusion seal were both replaced.